Event description:
It was reported that a distal anterolateral plate was applied to the pt. Several screws were put in the distal part of the plate. The surgeon then placed a locking screw in the 3rd from top hole. Then proceeded to lock the last hole. The drill sleeve was used and the hole was drilled with the 3.1 drill bit, next the hole was tapped with the 4.0 tap. A 28mm screw was then inserted 3/4 on power, then switched to the hand screwdriver, next the head popped off the screw. The broken screw was left in, two more non-locking screws were placed and the case was concluded.

Manufacturer narrative:
The device was discarded. If add'l info is received it will be reported on a supplemental report. Add'l device: distal anterolateral tibia plate ts axsos (B)(4) for right tibia 12 hole/l201mm lot unk.